Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications. At unspecified times, secondary tubing sets were connected to unspecified locations on the primary tubing sets for piggyback delivers of unspecified concentrations of zithromax. After unspecified lengths of time, it was reported that an unspecified number of tiny bubbles were noted at unspecified locations within the tubing sets. The bubbles were removed from the tubing set and the therapies were resumed. There were no reported adverse patient effects and no reported delay in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. During the investigation, no possible causes for the customer reported air in the tubing sets were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.